Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Charred tissue and blood were evident on the jaws and heater wire. Microscopic inspection showed that the heater wire was flexed away and detached from the tip but remained attached at the base of the hot jaw. It was also observed that the silicone boots for both cold and hot jaws were intact, no cracks nor thermal decomposition. No other visual defects were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "thermal decomposition of device" was not confirmed. However, the analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they noticed vasoview hemopro jaws had over heated, so they removed them from the patient. After removing they noticed the silicone had melted which caused the jaws to stick together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they noticed vasoview hemopro jaws had over heated, so they removed them from the patient. After removing they noticed the silicone had melted which caused the jaws to stick together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.